Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient was experiencing a pulse rate reading of 47, 49, and 50 when the pacemaker setting was set at 60 for the low rate. Follow up attempts to obtain additional information were unsuccessful. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.